Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl. The customer¿s other blood glucose was 80 mg/dl. It was reported that every time the customer change the infusion set; the blood glucose dropped below 40 mg/dl and lasted 2 hours. After 10 minutes, it went down to 40 mg/dl from 120 mg/dl. The insulin pump alerted low reservoir. The customer removed the insulin pump and disconnected it again. The customer stated that there are no leaks on the reservoir. The insulin pump will not be returned for analysis.